Manufacturer narrative:
During preventative maintenance (pm), the thermogard xp ivtm system (sn (B)(6)) failed functional testing and displayed a tcmid:05 (coolant diff failure) error message. The error message was related to a failure of the lm34 a/b temperature sensor. During visual inspection of the thermogard console, no physical damage was observed. The thermogard xp ivtm system failed the slew rate test during functional testing due to the displayed tcmid: 05. The customer declined the service repair. Therefore, no service was performed. Historical complaints were reviewed and there were 2 similar complaints reported for the thermogard console with serial number (B)(6). In ccr 53585, reported on mar 23, 2021, the root cause was a defective lm34 a/b temperature sensor, but the customer denied the service repair. For ccr 56934, reported on july 08, 2021, the lm34 a/b temperature sensor was replaced.

Event description:
During preventative maintenance (pm), the thermogard xp ivtm system (sn (B)(6)) failed functional testing and displayed a tcmid:05 (coolant diff failure) error message. No patient involvement.